Event description:
The rptr indicated that the intensified follow-up indicator was displayed approx four-yrs after implant. Early battery depletion is suspected.

Manufacturer narrative:
Summary of analysis: the device was subjected to electrical/mechanical function testing and battery discharge analysis. Normal pacer operation was observed. The battery is expired - normal. This report is late due to an administrative error.